Event description:
It was reported that the stent was compressed, resulting in additional surgical intervention. An enroute transcarotid stent was selected for use in the transcarotid artery revascularization (tcar) procedure on (B)(6) 2024. The lesion was predilated using a balloon, and the stent was placed. The stent was post-dilated using a balloon with no reported issues. During routine follow-up, cta imaging revealed the stent had gone down and was compressed in more than one area. On (B)(6) 2025, the patient underwent a redo tcar procedure. An aggressive pre-dilatation of the stent was performed using a non-boston scientific balloon. No additional stent was placed. Blood flow improved, and the patient woke up fine and was moving their arms and legs. The patient was administered levophed to keep systolic blood pressure above 100 overnight but was taken off the medication by 12pm the following day.